Event description:
It was reported by the customer that their insulin pump was alarming button error. Informed customer with troubleshooting and clearing alarm. Advised customer to monitor device. Customer's blood glucose level was 78 mg/dl and time of reporting. No further reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.